Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 7.6 mmol/l. The device had not been dropped or bumped or exposed to MRI scan. The customer does use the sensor feature. They were able to rewind the device and clear the alarm. Noting further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will be follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.